Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. The damaged latch rollers on doors 1 and 2 were identified during visual inspection. The cause of the condition was not determined. To correct the condition, the latch rollers were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have missing latch rollers on doors 1 and 2. There was no patient involvement. No additional information is available.